Event description:
Boston scientific received information that this patient with implanted cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead complained of diaphragmatic stimulation. Subsequently, a latitude alert was detected for low, out of range, pacing lead impedance measurement. During device check, there were no lv impedance measurements noted as daily measurement was disabled due to diaphragmatic stimulation. In addition, device output programming was also adjusted. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.